Event description:
A customer contacted beckman coulter inc. (Bci) stating an ise reference bottle was received leaking. No injury was reported.

Manufacturer narrative:
(B)(4). Evaluation summary-additional information: it is possible that the anatomical condition contributed to the reported difficulty to deploy (stent not being apposed to the vessel wall), which subsequently resulted in the thrombosis and was treated with additional ballooning of the stent (additional therapy/ non-surgical treatment) and medication (treatment with medication). Based on clinical research consultation, it appears the thrombus (thrombosis) formed at the site of the malapposed stent and migrated distal to the stented area until it became lodged and blocked the lower third of the vessel. The thrombus became embolized (embolism) by moving from the original location.

Event description:
It was reported that during the procedure on (B)(6) 2009, a 4.0x28 rx promus stent was successfully implanted in the proximal left anterior descending artery (lad) after pre-dilatation with 0% residual stenosis. A 3.0x12 rx promus stent was implanted in the distal left circumflex artery followed by post-dilatation. The patient was discharged on (B)(6) 2009 with aspirin and clopidogrel prescribed. On (B)(6) 2009, the patient presented to the hospital with complaints of severe chest pain associated with hyperacute anterio wall st elevation. Cardiac enzyme elevation was consistent with protocol definition of myocardial infarction. The patient was treated with medication and transferred to the cath lab. The 4.0x28 promus stent was open, but embolic thrombus was found into the lad, distal to the diagonal takeoff, occluding the apical third of the lad. The entire lad run-off was pre-dilated distally to proximally to allow for return of flow and delivery of integrillin throughout the segment. Ivus was performed on the stent segment revealing major lack of apposition in the distal stent. The entire stent was redilated with a noncompliant balloon, followed by repeat ivus which showed much improved apposition. The final angiographic result was a widely patent stent with good flow to the apex. Residual thrombus was noted in the midportion of the lad, but further treatment was not elected. The 3.0x12 promus stent was reported as spared. Per physician, it is possible that the adverse effect is related to the index procedure. The patient was discharged (B)(6) 2009. Though requested, no additional information has been provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. The lot number was provided. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems (sds) are confirmed by various quality checks to verify visual, functional, and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment. In this case, the sds was not returned for analysis, which may have assisted in the investigation. There was no note of any damage to the sds or stent implant observed prior to the procedure, which suggests that a product deficiency did not contribute to the difficulties experienced. Intravascular ultrasound (ivus) was performed on the stent segment revealing major lack of apposition in the distal stent. The entire stent was re-dilated with a noncompliant balloon and followed by a repeat ivus, which showed much improved stent apposition. It is possible that the anatomical condition contributed to the reported difficulty to deploy (stent not being apposed to the vessel wall). It should be noted that angina, thrombosis, embolism and myocardial infarction (mi) are listed in the xience v instructions for use (IFU) as known adverse patient effects with coronary stenting. In this case, the patient was hospitalized and was treated with medication and additional stenting. Although a conclusive cause for the reported difficulty to deploy and patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency and the treatments appear to be related to the operational context of the procedure. A review of the device lot history record did not reveal any non-conformities which could have contributed to the reported event.